Event description:
Clinic notes for the patient were received indicating the patient's battery was low and needed replacement. Additional information was received that the patient's wife feels the battery depleted prematurely. No additional relevant information has been received to date. No known surgery has occurred to date.

Event description:
Additional information was received that the patient had their battery replaced. The explanted device was sent back for analysis and is currently underway.

Event description:
Product analysis (pa) for the returned generator was completed. The reported allegations of ¿premature end of life (eol)¿ was not duplicated in the pa lab. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.858 volts (ifi range 2.60v - 2.80v) as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 84.474% of the battery had been consumed. Other than the noted event (pulsedisabled due to the explant procedure), there were no additional performance, or any other type of adverse condition found with the pulse generator.